Manufacturer narrative:
Analysis of programming history.

Event description:
Reporter indicated a vns patient's 103 generator reset itself twice. The programming history received from the confirmed 2 independent reset events via the burst watchdog timeout mechanism occurred, with the dates of 2008.